Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medbank tower system used in this incident, it was determined that the user was unable to issue medication. A technical support specialist was contacted by a pharmacy administrator on behalf of a nurse at the facility. The administrator was unable to provide details and mentioned that the nurse would call in to further explain the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using then bd pyxis¿ medbank tower, unable to issue medication. The customer reported that the customer was having issues with issuing a medication. There were no adverse events or injuries reported based on this incident.